Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: date: (B)(6) 2013, inratio: 1.6, reference: 3.0, mean: 2.3, confidence limits: 1.4-3.1. Date: (B)(6) 2013, inratio: 2.3, reference: 2.9, mean: 2.6, confidence limits: 1.6-3.4. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values were within the confidence limits for inr testing. The results were not considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing was performed on reported lot #304239 on (B)(4) 2013. Results were as follows: donor: (B)(4), inratio: 3.2, 3.4, 3.0, reference: 2.36, bias threshold: 1.36 - 3.36, %cv: 6.25. Donor: (B)(4), inratio: 3.2, 3.6, 3.1, reference: 2.97, bias threshold: 1.97 - 3.97, %cv: 8.02. All products performed as expected. All replicates were within the acceptable bias for accuracy and yielded a %cv of less than (B)(4), passing the precision criteria. No further investigation was required. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Root cause could not be determined from the info provided by the customer. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4) no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time.

Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2013, inratio: 1.6, lab: 3.0 (5 mins between tests). Date: (B)(6) 2013, inratio: 2.3, lab: 2.6 (1.5 hrs between tests). Pt self tester. Therapeutic range: 2-3.